Manufacturer narrative:
The reported events of "hypotony maculopathy and choroidal hemorrhage" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a clinical patient experienced clinical hypotony (iop <6 mm hg, with visual acuityion reduction (2 lines or more) related to macular changes consistent with hypotony maculopathy (macular folds), optic disc edema, and/or serious choroidal detachments because of low iop) in the unknown eye against the xen®45 gts. Treatment is noted as cyclo to prevent choroidals and medication with monitoring. Event is noted as resolved with sequelae. Two days later, clinical patient experienced choroidal effusion, hemorrhage or mixed effusion hemorrhage: other. Treatment is noted as homatropine bid and monitor. Event is ongoing.